Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a mandible reconstruction procedure the drill bit broke when the bit was placed in the drill. There was a surgical delay of five (5) minutes. Fragments were generated and easily removed. Another drill bit was used to complete the procedure. The procedure was completed successfully. There was no consequence to the patient. Concomitant device reported: drill (part number unknown, lot unknown, quantity 1). This report involves one (1) matrixmandible 1.8mm drill bit j-latch/90mm for 03.503.044. This is report 1 of 1 for (B)(4).